Event description:
Indication: unilateral primary osteoarthritis, left knee. Patient reported that she has been diagnosed with cancer (type not specified) and that she will let us know if she wants to fill in the future. Unknown if specialist aware. Date of last dose taken is unknown. This event was not reported for dupixent because the dupixent loading dose and maintenance dose never shipped and no indication that patient was on the dupixent prior. No further information. Reported to (B)(6) by pt/caregiver.